Event description:
Pt had developed a pocket infection. In 2005 dr. Explanted the 5370 pacemaker and both medtronic leads 5024-52 lat321507v and 5524-45 lav095379v. Pt was then scheduled for a new system in 2005. The physician decided to place epicardial leads on the new system in 2005. A left medical thorocotomy was performed and a portion of the rib was removed to provide access to the targeted left ventricle. An enpath 511211 epicardial lead was attached but on the right ventricle. The "fasttac" introducer system, packaged with the 511211 did not release easily. While trying ventricle was torn. Dr. Assisted with the suturing of the torn right ventricle. The pt's right ventricle tissue was very mushy and would not hold sutures. The pt died.